Event description:
The user facility reported that during a thermage cpt treatment, the tip smoked from the membrane. This was observed with approximately 100 pulses completed in the treatment. There was no injury to the patient. The treatment tip was returned to solta for an evaluation and dielectric breakdown was observed.

Manufacturer narrative:
During evaluation of the tip, service confirmed dielectric membrane breakdown along the rf trace on the tip. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly cause patient burns. The tip passed the flow test, leak test, and thermistor test. The tip failed the visual inspection as dielectric breakdown was observed. No functional testing was performed due to the dielectric breakdown. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause was determined to be a component issue. There is currently a corrective action in place for further investigation of the issue.